Event description:
Healthcare professional reported rupture confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via company representative, patient has silicone textured implants soft touch and rupture confirmed via MRI. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.